Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® short external hex parallel walled implant, 6mm(d) x 6mm(l) was returned for investigation. Visual inspection of the returned product identified significant damage to the external hex of the returned implant and implant threads. Functional testing to recreate the reported event could not be performed due to the extent of damage to the implant's drive feature. An x-ray image was provided showing the implant in place. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during the implant placement the mount move and does not screw. According to doctor the hex was worn. The reported product was returned and the complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant had a damaged drive feature during implantation and the implant could not be place. The implant was removed and another implant was not place in the procedure. He will wait for healing to place a new implant.